Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to loose drive support disk. Unable to perform the occlusion, and the excessive no delivery alarm test, due to prime fill anomaly. The insulin pump passed displacement test. Unit was received with cracked display window corners.